Manufacturer narrative:
The device was reprogrammed which resolved the reported noise. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right ventricular (rv) pace/sense lead and right atrial (ra) lead, exhibited noise on all channels. The noise on the rate/sense channel was oversensed and resulted in pacing inhibition for approximately four seconds. The patient was noted to be pacemaker dependent. The noise on the rv rate/sense lead was able to be reproduced during in clinic testing, and intermittent noise was also observed on the shock and atrial channel. All lead diagnostics were acceptable. No adverse patient effects were reported.